Event description:
Dexcom g6 sensor inaccuracy: 6:34am g6 reading 65, finger stick reading is 150. That is a mard of 56.7%. Additional information received on 11/18/2025 for report mw5178828. Dexcom g6 sensor inaccuracy: 8am g6 reading 78, finger stick reading is 103. That is a mard of 24.3%. This is the second inaccurate reading this morning after a previous calibration. This is the 8th day of wearing this sensor. Dexcom no longer follows up on product support requests and refuses to replace their faulty product when it fails. Please hold these scammers accountable. Dexcom sensor inaccuracy: 11:55am g6 reading 121, finger stick reading is 53. That is a mard of a staggering 128.3%! Please, how could dexcom be this off?? They do not respond to their product support requests, which are abysmally difficult to submit, and there is no follow up or accountability on their end from product support. This is the third calibration today and due to the severity of this one I will be replacing this sensor, which only lasted 9 days. Dexcom refuses to replace faulty sensors such as this. Please help. Dexcom g6 sensor inaccuracy: 7:17am g6 reading 131, finger stick reading is 72. That is a "profanity" mard of 81.9 "profanity" percent, people are dying from this "profanity" algorithm. Please hold dexcom accountable.

Event description:
Dexcom g6 sensor inaccuracy: 7:16am g6 reading 163, finger stick reading is 116! That is a mard of 40.5%; dexcom no longer follows up on product support requests and refuses to replace faulty/bad products. Inserted (B)(6) 2025. Activated on (B)(6) 2025.